Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: findings: l knee arthroscopy procedure: form incomplete and largely illegible; possible notation regarding iliotibial (itb) tightness and synovitis but no specifics provide. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42500606401 - femur cemented posterior stabilized (ps) standard left size 8 - 64492337. 42532007501 - tibia cemented 5 degree stemmed left size f - 64417404. 42540200038 - all-poly patella cemented 38 mm diameter - 64450451. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient underwent arthroscopy of the left knee approximately 1 year post-op for unknown reasons with findings of synovitis and possible iliotibial band tightness. Attempts have been made and all available information has been provided.